Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo display accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of nervousness, irritability shakiness and blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored in the customer¿s purse. During the call a blood test was performed by the customer and produced test results of 114mg/dl non-fasting using meter. The test strip lot manufacturer¿s expiration date is 12/26/2020 and open vial date is aug. 2019. The meter memory was reviewed for previous test result history: (B)(6).